Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia so she went to emergency room. Customer's blood glucose level was over 600 mg/dl at time of incident. Customer treated with intravenous insulin. They couldn't figure out what was going on and she thought it was a kidney infection. She started her pump back up and it worked again. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed set.